Event description:
Event: intervention to treat distal type I endoleak. The patient was implanted with an ancure endograft in 2000. The common iliac arteries were noted to be ectatic. The final angiogram revealed two thpe I distal endoleaks at the inferior attachment sites. 14x16 wallstents were implanted bilaterally. Final angio looked good. At 13 days, and again at 6 months there were no endoleaks. Twelve months post implant there was a type I endoleak noted in the distal left limb. A competitor extendor cuff was implanted and the endoleak was resolved.